Event description:
A customer reported the equipment presented problems during the silicone oil injection portion of a cataract/vitrectomy procedure. The procedure was completed with a manual of injection. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).